Event description:
Haemonetics received a report on (B)(4) 2014 for a pcs2 device "installed new p/s, upon start up, witnessed smoke from cent. Driver and found burn marks on it, and also on cent. Dist. Pcb and driver pcb." There was no report of any operator injury.

Manufacturer narrative:
The parts have not been returned from the customer. This reported issue did not occur during plasma collection. The device meets iec 601-1 standards. There was no allegation of sparking, arcing or fire. A follow up report will be submitted when the parts are returned and evaluated. (B)(4).